Event description:
Healthcare professional reported that 5 days after injection with juvederm voluma xc in the cheeks, the patient experienced lumpiness, tenderness and induration at the injection sites. Patient was treated with hyaluronidase.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This events of lumpiness, tenderness and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: precautions: patients may experience late onset nodules with use of dermal fillers, including juvederm voluma xc. Adverse events: per table 1: treatment site responses by maximum severity occuring in greater than (B)(4) of subjects after initial treatment (n=265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by less than equal to (B)(4) of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." Device-and injection related adverse events occurring in less than equal to (B)(4) of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).